Event description:
It was reported the patient experienced an increase in pain. It was noted the pump had volume discrepancies but no specific volumes were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).